Event description:
It was reported that the patient was experiencing an increase in seizures. The patient was noted to be seizure free for a year. The patient recently had 3 seizures. The patient is noted to be in the ICU. The patient will not be released until the generator replacement is completed. Later it was reported that the patient underwent a generator replacement. The suspect device has not been received by the manufacturer to date. No other relevant information has been received to date.